Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con). It was reported that the doctor put the sling in their body and placed it to high, which led to the issue with it being put on so high they couldn't void. They noted the issue was resolved. The doctor snipped the stitches and said the scar tissue would hold their bladder as is.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient did not experience a 50% or greater reduction in their symptoms. Patient's doctor told them to run a program for 2 weeks and if it was not working to change to a different program. At the time of the call, patient successfully changed programs. Initially it was at 2.7v and stated it was a bit much, so they turned it down to 2.6v which was at a comfortable level. Patient later mentioned that the program had not helped them differently than the previous program and that they were up 3 times instead of 2 times at night. Patient reported that they were still having bladder symptoms since implant and it was as if there was not one there. Patient stated that they were put on so high they could not void to begin with and had to catheterize themselves for three months. No further complications were reported.